Event description:
It was reported that the top covers for the programmer rf heads detached. There was no patient involvement. It was further noted that the hospital uses gas sterilization for the rf heads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) damaged upper case and damaged coating on the inside of the lower case. (B)(4) damaged upper case and damaged coating on the inside of the lower case. Damaged cable at the connector. (B)(4) damaged upper case and damaged coating on the inside of the lower case.